Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to prime. The following was received by the initial reporter: consumer reported on voice message - using the ultra fine original pen needles unable to use pen needle on (B)(6) 2023. The needle is clogged during injection. Injects 1x a day. Did not think to try another pen needle from the box. Has not taken insulin since saturday (B)(6) 2023. She called her doctor to inform of this they have not called her back. Contacted pharmacy - pharmacy said to call bd. Caller has the pen needle box at home she is currently at work.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to prime. The following was received by the initial reporter: consumer reported on voice message - using the ultra fine original pen needles unable to use pen needle on (b)(8) 2023. The needle is clogged during injection. Injects 1x a day. Did not think to try another pen needle from the box. Has not taken insulin since saturday (B)(6) 2023. She called her doctor to inform of this they have not called her back. Contacted pharmacy - pharmacy said to call bd. Caller has the pen needle box at home she is currently at work.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.